Event description:
Medtronic received a communication that the snap-lock mechanism of the device was found to be broken on the tracheostomy tube. The customer indicated that they secured the patient's airway until they could change out the tube. The customer was not able to provide any patient information.

Manufacturer narrative:
One sample was received for evaluation and the reported event of snap head separation was confirmed. Visual inspection revealed that the tube showed signs of being used as the snap head connector was detached from the tube and damage was observed in the flange. The snap head and the proximal end of the tube were observed under a uv lamp and it was observed bonding agent was present in the sample plus the sample showed signs of being bonded. If information is provided in the future, a supplemental report will be issued.